Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, infection, swelling, mobility. Dentist has no idea why all implants failed. (B)(6) are the same patient.